Manufacturer narrative:
(B)(4). Date sent 12/4/2023. D4 batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that after a left side hemicolectomy the patient developed intestinal strictures requiring colonoscopy.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023 d4 batch # unk b3: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the strictures, at the anastomosis or elsewhere in gi track? What was indication for surgery inflammatory or other reason? Was buttressing material used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.